Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms. There were no stored episodes of noise. Technical services (ts) discussed possible troubleshooting options. Continued monitoring of the lead was noted. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).